Event description:
It was reported that the user received an urgent low soon alert, had a blood glucose of 90 mg/dl, treated with 15 g of carbohydrates per guidance, then experienced a subsequent drop to 59 mg/dl, treated with an additional 15 g of carbohydrates, and recovered; the low occurred after a dinner announcement when carbohydrate intake was insufficient for the announcement. Symptoms included hypoglycemia. Outcomes included resolution of the low following carbohydrate intake and monitoring without hospitalization or emergency care. Investigation included review of the event details and product-use troubleshooting and education with the user. Investigation of this case revealed user-related factors consistent with inadequate carbohydrate consumption relative to the insulin announcement. It was concluded that the event was consistent with hypoglycemia with cause unclear and did not indicate a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.